Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt got explanted of the ci concerned on (B)(6) 2012. According to the device explantation report, the device was explanted at the pt's request. He was a non-user and had no benefit.